Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5185234.

Event description:
A voluntary MDR/medwatch report was received on 04/15/2026. According to information submitted via the maude database, the patient experienced diabetic ketoacidosis and was admitted to the hospital on (B)(6) 2026. Due diligence efforts were made to contact the reporter to obtain additional information; however, these attempts were unsuccessful. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, on the evening of (B)(6) 2026, the patient experienced being thirsty, was dehydrated and had frequent urination. The cgm reading was below 200 mg/dl at that time, and the patient believed she was fine. The next morning, on (B)(6) 2026, the patient decided to go to the hospital. At that time the patient experienced a headache, vomiting, difficulty breathing, and had detectable ketones. When a fingerstick was taken at the hospital the cgm reading was 117 mg/dl, and the blood glucose reading was 546 mg/dl. The patient would have experienced diabetic ketoacidosis. The patient was treated with intravenous insulin, saline, fluids and an unspecified medication to prevent vomiting. The day of the report, which was the same day as the day of the event, the patient was still at the hospital and had not recovered yet. At the time of the call the cgm reading was 130 mg/dl, and the blood glucose reading was 396 mg/dl. There was no documentation of further medical evaluation or intervention. It was unknown how much time the patient spent at the hospital for this event. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information has been provided.

Manufacturer narrative:
B6 relevant tests/laboratory data: additional information. H2: additional information.